Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients cervical incision had opened up and the lead was exposed. The physician confirmed that there was actual skin breakage in the patient's neck area. It was also reported that the patient had an infection. Symptom was open cervical incision. The physician did not believed it was device and procedure related. The cause was unknown but the physician suspected open incision and lead was exposed. No device malfunction was suspected. The patient underwent a lead explant procedure and was placed on antibiotics. The patient was doing well postoperatively.